Event description:
It was reported by the physician that the patient's vns was interrogated on (B)(6) 2016 and high impedance was observed with a value of 8790 ohms. It was later reported that the patient had x-rays and the physician stated the x-rays were negative. The physician noted the patient would be referred for surgery. No surgical interventions have occurred to date. No additional relevant information has been received to date.

Event description:
An implant card was received showing the patient underwent a full revision. The lead was replaced due to high impedance and the generator was replaced prophylactically. After the replacement, the vns was checked and found to be working as intended with an impedance values of 1185 ohms. The device will not be expected for return to the manufacturer as the explanting facility is a no return site.